Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On 8 jan 2021, customer initially reported receiving a "replace sensor" message from the adc freestyle libre sensor and requested a replacement. On (B)(6) 2021, a caregiver reported that due to a delivery issue involving the replacement product, the customer was unable to monitor their glucose levels and experienced loss of consciousness. The customer had contact with a healthcare provider who diagnosed them with diabetic ketoacidosis and was treated with unspecified injection. No further information was provided. There was no report of death or permanent injury associated with this event.